Event description:
"Distributor's customer reported on 02/05/21 that the safety needles are proving to have safety issues as they have the potential to stick the user when covering the needle with the safety device. There have been no injuries reported. Additional information provided by the customer on (B)(6) 2021, stated that the device did not malfunction. The nurse had previously used slide safety mechanisms and had never used this product before. When she used her thumb to push down the safety while holding an infant in her other hand, her thumb slipped off of the safety to the side and she was stuck by the needle. This occurred after she had used the needle for an infant injection. There is no information available regarding any medical intervention required for the nurse or any potential follow up care that may be required. Questions asked per the attached report: was there an injury: yes . Was there a death: no. Sample was listed as not being available for investigation. Lot number is unknown. See attachment section for emails and complaint report from customer. Case-(B)(4)."